Event description:
It was reported that during multiple supply changes the user experienced difficulty attaching the connect adaptor, absence of drops during fill tubing with two fiasp cartridges, and a separate manually filled cartridge that leaked from the back, followed by ¿unable to proceed¿ alerts before a third attempt completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included replacement cartridges without medical intervention or hospitalization. Investigation included collection of lot information and troubleshooting by customer support. Investigation of this case revealed a suspected connect adaptor connection issue contributing to failed priming and a leaking manually filled cartridge, consistent with a device component connection/fit problem and cartridge integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was improper or ineffective connection of the adaptor and a compromised cartridge, user-interaction related, with product replacement provided.

Manufacturer narrative:
Initial.